Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the zimmer skin graft mesher serial number (B)(6) by (B)(4) on 31 jan 2020 revealed the device not grasping the skin. It was also stiff and hard to open. Repair of the device was performed by (B)(4) on 15 apr 2020 which included calibration of the device. The device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the unit was not grasping the board/skin, and was locking, stiff, and hard to open. No adverse events were reported as a result of this malfunction.